Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. Evaluation sent the device for downstream occlusion testing and was found to occlude within specification. Evaluation did however find causality with the force sensor current readings being out of specification with a loaded set. The reported downstream occlusion was verified through a review of the event history log. The force sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced downstream occlusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.